Event description:
The below report was received by health authority FDA (reference number: FDA-2014-n-0736-1189) on 05-oct-2015. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of abdominal pain ("abdominal pain and cramps") and thyroid mass ("nodule on my thyroid") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced abdominal pain (seriousness criterion intervention required), migraine ("migraines"), breast tenderness ("breast tenderness"), heavy menstrual bleeding ("heavy bleeding"), vaginal hemorrhage ("spotting"), fatigue ("fatigue") and depression ("depression") and was found to have weight increased ("weight gain from 118-165"). In 2014 she experienced thyroid mass (seriousness criterion medically important) and breast mass ("nodule around my breast"). In (B)(6) 2015 she experienced ovarian cyst ("cysts on my overies") and device expulsion ("unknown object in my uterus looking similar to iud") and was found to have uterine leiomyoma ("fibroids") and uterine neoplasm ("small tumor in my uterus"). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for these events were unknown on (B)(6) 2018. The reporter considered abdominal pain, breast mass, breast tenderness, depression, device expulsion, fatigue, heavy menstrual bleeding, migraine, ovarian cyst, thyroid mass, uterine leiomyoma, uterine neoplasm, vaginal hemorrhage and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound result continiued: uterus, unknown object in uterus looking similar to iud. The most recent follow-up information incorporated above includes data received on: 02-may-2023: removal surgery added to abdominal pain. New reporter of lawyer ,reference section, product stop date, non drug treatment notes added . Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.